Event description:
It was reported that the reservoir cover leaks water, discovered during testing. There was no patient involvement reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the reservoir cover leaks water, discovered during testing. There was no patient involvement reported.

Event description:
It was reported that the reservoir cover leaks water. Occurred during testing. No patient involvement.

Manufacturer narrative:
Corrected data: updated date of event. Occurred during testing and no patient was involved.